Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a high blood glucose level of 522 mg/dl due to a bent cannula. Caller declined troubleshooting and just needed assistance with the serter for the new infusion set. Caller stated that the customer's blood glucose is still rising. Caller stated that they will monitor the customer's blood glucose if the issue is not fixed with the set change.